Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed, and failure analysis investigations replicated/confirmed the customer reported complaint. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction. Additional observation(s) not reported by site: the endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the 30-degree endoscope's motion control was lost. The camera does a different movement than commanded, and it has unpredictable motions. The procedure was completed with the same endoscope. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue of movement and control issues detected during surgery therefore it was decided to report it and proceed via endoscope exchange program. Reporter confirmed there was no harm to the patient, and no fragment fall into the patient.